Event description:
It was reported by the customer "ran across a needles connector breaking off in a PICC line. Have only had 3 occurrences of the male adaptor breaking off of the IV tubing in the PICC lines. It was stated that in 2 of the 3 occurrences, tpn was running through the line. The needlefree connector that is stuck inside the hub." It was reported this occurred with three devices. This report addresses the second event and the first occurrence with tpn running.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.